Event description:
It was reported that t:slim x2 pump battery would not charge, and caller could not confirm if any low power or shutdown alarms occurred, while no power source alerts were noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was using tandem charging cable and wall adapter, then tried different third-party cable, and battery charging issue was resolved with no additional actions documented.